Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 29.0 cm to 29.5 cm and at 30.2 cm to 31.7 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.